Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the middle shaft of the xl handle (the non-cartridge part of the shaft) inconsistently sticks when either introducing or removing the stapler through the trocar. No additional information can be provided.